Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted due to concerns of premature battery depletion (pbd). It was successfully replaced with a new device. This device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased. The device was explanted due to concerns of premature battery depletion (pbd). It was successfully replaced with a new device. This device has been returned for analysis. The complaint device was returned to bsc, product analysis completed. Device passed all testing and is operating normally. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.